Event description:
A hair was found in a sterile electrophysiology implant tray as the pack was opened. The pack was immediately discarded and a new pack was obtained. The previous pack was not used for the case and no patient exposure occurred.